Event description:
Follow up information identified the patient stopped recharging her ipg because she was not receiving effective stimulation . See MFR. Report: 1627487-2011-04538.

Event description:
It was reported the patient is experiencing pain at the ipg site for the past 6-8 months. In addition, the patient used a heating pad and it was noticed the ipg site was red and as a result she stopped using the heating pad, however the ipg remained painful. The patient underwent surgical intervention to remove her ipg.

Manufacturer narrative:
(B)(4). Corrections/removal reporting number: 16274870-12192011-003-r. This ipg serial number was included in field advisories. (B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Manufacturer narrative:
Results: the complaint for pain at the ipg site could not be confirmed due to a damaged ipg header. As received, the top of the header was cut due to the explant procedure. Both septa covers were missing. Channel 9 terminal block was rotated at an upward angle. X ray analysis revealed that channel 9 was broken. The damage to the header and channel 9 occurred during the explant procedure. The ipg would not communicate due to a depleted battery. The battery was recovered and the ipg communicated, charged, and was tested to manufacturing specifications using the autotester. Since the ipg was damaged, the header was bypassed. Once bypassed, the ipg passed all tests on the autotester. Per event details, the patient experienced pain at the ipg site and stopped charging the ipg. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.